Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead required a revision procedure due to dislodgement. During the procedure, the system was programmed to electrocautery protection mode, yet the boston scientific field representative present at the procedure observed what appeared to be inhibition. Boston scientific technical services (ts) was contacted and discussed that if the cautery was too close to the system, the device can truncate the pace. Additional research indicates the lv lead and device were explanted. No adverse patient effects were reported.